Event description:
It was reported that stroke, transient ischemic attack and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. There were no procedural issues noted and the 45-day tee follow-up showed no thrombus and a marginal (1-2mm) leak. The patient was having irretraceable headaches so a cta head was done on (B)(6) 2020 that showed acute infarct, embolic in nature. The patient then presented to the emergency department on (B)(6) 2020 with transient ischemic attack (tia) symptoms which resolved on its own. On (B)(6) 2020 a head CT was performed, and confirmed stroke. The patient was started on eliquis and plavix. On (B)(6) 2020 the patient presented to the heart failure clinic with tia symptoms that resolved after 4 hours. A transesophageal echocardiogram (tee) was performed and found a large 2.3 cm thrombus on the face of the watchman device. The patient was only on aspirin at the time. The patient is currently stable and on anticoagulation therapy and will return for a follow-up tee in the future.